Manufacturer narrative:
A device sample is anticipated in (B)(6) but has not yet been received for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
Baxter (B)(4) reports leakage from the tubing of a uv transfer set. The affiliate reports no pt injury or medical intervention as a result of the incident.